Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2020-00750. Related manufacturer report 1627487-2020-00751. It was reported that patient experienced ineffective stimulation. As a result, patient will undergo a surgical intervention in the near future explant the system. No further information is available.